Event description:
It was reported that a malfunction alarm occurred, with a specific malfunction code of malf 24, causing the customer's blood glucose level to rise to 555 mg/dl. The customer addressed this issue by administering a correction bolus via the pump and did not require any third-party assistance. Technical support resolved the issue by sending a replacement pump and instructed the customer on returning the faulty pump, programming settings into the new device, and connecting their continuous glucose monitor. Customer reverted to an alternative method of insulin therapy.